Event description:
It was reported that during an attempted removal of a chronic coronary sinus lead the left ventricular (lv) lead was inadvertently dislodged from the coronary sinus. The lv lead was able to be repositioned to the correct location with excellent threshold and no phrenic nerve stimulation. The lv lead and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
F1: user facility, f2: uf/importer report number: f3: user facility name/address: f4: contact person: f5: phone number: f6: date user facility became aware of the event: f7: type of report: voluntary, f8: date of this report: 22-oct-2024, f9: approximate age of device: f10: event problem codes: f11: report sent to FDA: no f12: location where event occurred: f13: report sent to manufacturer: no f14: manufacturer name and address: MFR. Name: medtronic address: 8200 coral sea street ne city: mounds view state: mn zip: 55112. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.